Manufacturer narrative:
It was reported that during transport by paramedics, a blood glucose check was performed on a patient with altered mental status and the blood glucose was found to be 88 mg/dl. This prompted reporting paramedics down a stroke primary path and treatment rather than hypoglycemia. Reportedly, 30 minutes after transporting the patient to the hospital, the reporting paramedic received a phone call from the patient's nurse informing them that the patient had no stroke findings but the patient's blood glucose was actually 29 mg/dl. No additional information was provided to the manufacturer. The sample was not returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient did not receive needed care due to inaccurate blood glucose reading.

Manufacturer narrative:
The manufacturer received nine (9) different mph3540 glucose meters in used condition, five (5) boxes of glucose meter test strips, and level 1 and level 3 control solutions from the initial reporter for investigation. Glucose meter batteries were replaced and each returned sample was tested using the control solutions and according to the meter's instructions for use. Each glucose meter was tested using a level 1 and level 3 control for eighteen (18) tests and results were within the control solution ranges. The samples were found to be working as intended and the reported issue was unable to be confirmed. No information was receiving to indicate which, if any, of the returned glucose meters was involved in the reported incident and the lot of the glucose meter involved in the reported incident remains unidentified. A root cause was unable to be identified. If additional relevant information becomes available, another supplemental MDR will be filed.

Event description:
It was reported that a patient did not receive needed care due to inaccurate blood glucose reading.